Event description:
Related manufacturer reference number: 3006705815-2023-07075. It was reported that the patient's device was end of life, and it is unknown if the device depleted prematurely. It was also reported the patient's lead had fracture. The patient was not receiving therapy. Surgical intervention took place where the ipg and lead was explanted and replaced to address the issue. Effective's stimulation was restored.

Manufacturer narrative:
Date of event estimated.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.